Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored episode where the smart pass feature became disabled. Technical services (ts) reviewed device episode data and found that the r-wave amplitude was small and there was under-sensing of the patient's premature ventricular contractions (pvc) as well as oversensing of a multifocal couplet. It was noted that this patient had an inappropriate shock while programmed in the secondary vector. Ts advised turning the smart pass feature back on. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.